Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 10mg/ml dilaudid at a dose of 1 mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient reported a loss of efficacy beginning in (B)(6) 2017. There were no known environmental/external/patient factors that may have led or contributed to the issue. Catheter aspiration was attempted and aspiration was unsuccessful. The catheter was replaced. The issue was resolved at the time of this report. Surgical intervention occurred. The rep had possession of the explanted pump and was to return it to the manufacturer for analysis. The patient's status was "alive - no injury" and no further complications were expected or anticipated.

Manufacturer narrative:
The catheter was returned for analysis. Analysis of the catheter found ¿no significant anomalies ¿ catheter sutureless connector ¿ tear in seal near guide ring¿. Due to imdrf harmonization, the previously submitted device code has been updated. If information is provided in the future, a supplemental report will be issued.